Event description:
It was identified that the customer did not report the issue, and it was reported by olympus. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the complaint investigation and correction noted in b5. A review of the device history record- DHR found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: component failure of the r-unit / charge coupled device (ccd), the outer grip was dirty, and the light guide bundle was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer grip was dirty was due to dirt not perfectly removed during the cleaning process. The r-unit / charge coupled device (ccd) failure due to expected or random ccd component failure without any design or manufacturing. The light guide bundle was broken due to component failure of distal end of the video telescope. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had pixel defect. There were no reports of patient harm.